Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 127 mg/dl and his sensor glucose was 56 mg/dl, which caused his insulin pump to unnecessarily suspend. The customer stated that the sensor glucose and blood glucose readings do not match closely enough and are normally inconsistent. The patient's blood glucose at the time of call was 127 mg/dl but the pump suspended with a sensor glucose of 63 mg/dl. No troubleshooting occurred and no products were shipped or returned.